Event description:
Upper middle aged male with history of carotid artery stenosis, hypertension and peripheral vascular disease. When the surgeon went to use the cryolife, photofix decellularized bovine pericardium patch, he was unable to identify rough side from the smooth side. Therefore, unable to use for procedure.